Manufacturer narrative:
Our field service engineer (fse) investigated the issue further and found out liquid traces on the expiratory channel printed circuit board. The damaged part was not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).